Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. The blood glucose value at the time of the event was unknown. High blood glucose was treated by overnight stay. The customer received a pump error 68 '' trace pointers are invalid''. Troubleshooting was performed. It was unknown that the customer was using pump within 48 hours prior to event or not and auto mode feature was active at the time of the event or not. No further patient complications were reported. The customer will discontinue the use of the insulin pump and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The test battery was removed and reinserted with no pump error 68, pump error 49, and pump error 23 noted during testing. Pump error 68, pump error 49, and pump error 23 confirmed (per freger, mark ¿ r&d engineer - 10 minutes after aa battery removal pump shutdown but the backup battery was not charged enough to provide power to the pump for required safe shutdown. Pump lost power, and trace and history pointers memory areas got errors and ram was lost. As a result on the next startup pump generated pump error 68, pump error 49, and pump error 23 - suspecting hw). Pump error 68, pump error 49, and pump error 23, problem isolated to the electronic assembly. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Unable to verify damage to the original battery cap. There was no data available on 25-feb-2024 in the pump history file. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 25-feb-2024 due to no data available in the pump history file. There was no data available on 02/21/2024 to 02/25/2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted when reviewing the dates of 02/19/2024 to 02/20/2024 in the pump history file. 02/20/2024 19:51:58.000 alarmalertnotification (40), faultnumber: sensorerroralert (801). 02/20/2024 20:26:57.000 alarmalertnotification (40), faultnumber: sensorerroralert (801). 02/20/2024 20:36:00.000 alarmalertnotification (40), faultnumber: sensorerroralert (801). 02/20/2024 21:25:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 02/20/2024 21:35:17.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 02/20/2024 21:35:56.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 02/20/2024 21:35:58.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 02/20/2024 21:36:00.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 02/20/2024 21:36:01.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 02/20/2024 21:36:43.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 02/20/2024 21:36:45.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 02/20/2024 21:36:53.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 02/20/2024 21:36:56.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 02/20/2024 21:37:24.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 02/20/2024 21:37:25.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 02/20/2024 21:38:57.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 02/20/2024 21:48:00.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 02/20/2024 21:49:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). 02/20/2024 21:49:46.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 02/20/2024 22:00:04.000 alarmalertnotification (40), faultnumber: tracecheckerror (68). 02/20/2024 22:00:04.000 alarmalertnotification (40), faultnumber: historypointersbadalarm (49). 02/20/2024 22:00:08.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 02/20/2024 22:01:04.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 02/20/2024 22:01:32.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 02/20/2024 22:02:04.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 02/20/2024 22:02:09.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 02/20/2024 22:10:00.000 alarmalertnotification (40), faultnumber: tracecheckerror (68). 02/20/2024 22:32:35.000 alarmalertnotification (40), faultnumber: tracecheckerror (68). 02/20/2024 22:32:35.000 alarmalertnotification (40), faultnumber: historypointersbadalarm (49). 02/20/2024 22:42:00.000 alarmalertnotification (40), faultnumber: tracecheckerror (68). 02/20/2024 22:49:11.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 02/20/2024 23:00:04.000 alarmalertnotification (40), faultnumber: tracecheckerror (68). 02/20/2024 23:00:04.000 alarmalertnotification (40), faultnumber: historypointersbadalarm (49). 02/20/2024 23:00:16.000 alarmalertnotification (40), faultnumber: historypointersbadalarm (49). 02/20/2024 23:00:31.000 alarmalertnotification (40), faultnumber: postresetramcrcalarm (23). 02/20/2024 23:00:42.000 alarmalertnotification (40), faultnumber: battoutlimit (6). 02/20/2024 23:00:50.000 alarmalertnotification (40), faultnumber: battoutlimit (6). 02/20/2024 23:16:18.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 02/20/2024 23:16:33.000 alarmalertnotification (40), faultnumber: postresetramcrcalarm (23). 02/20/2024 23:16:42.000 alarmalertnotification (40), faultnumber: battoutlimit (6). 02/20/2024 23:16:50.000 alarmalertnotification (40), faultnumber: battoutlimit (6). 02/20/2024 23:30:27.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during bolus. 02/20/2024 23:30:49.000 alarmalertnotification (40), faultnumber: batteryremoved (84). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. The test battery was removed and reinserted with no pump error 68, pump error 49, and pump error 23 noted during testing. Pump error 68, pump error 49, and pump error 23 confirmed (per freger, mark ¿ r&d engineer - 10 minutes after aa battery removal pump shutdown but the backup battery was not charged enough to provide power to the pump for required safe shutdown. Pump lost power, and trace and history pointers memory areas got errors and ram was lost. As a result on the next startup pump generated pump error 68, pump error 49, and pump error 23 - suspecting hw). Pump error 68, pump error 49, and pump error 23, problem isolated to the electronic assembly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Sensorerroralert (801) - not confirmed. Lostsensor1alert (780) - not confirmed. Pump error 68 - confirmed. Pump error 49 - confirmed. Pump error 23 - confirmed. Failedbatttest (58) - not confirmed. Battoutlimit (6) - not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia). Pump error 68 - confirmed in the pump history file. Pump error 49 - confirmed in the pump history file. Pump error 23 - confirmed in the pump history file. Battery cap contact missing/damaged - unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section h6 (medical device problem code), h7 and h9 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.